Event description:
It was reported to gore that on (B)(6) 2018, a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale. The patient reportedly had a known nickel allergy. At hospital discharge, the patient had already been complaining of general illness symptoms. It was reported to gore that due to allergic reaction to nickel, the device was explanted on (B)(6) 2019. The patent foramen ovale was closed with an autologous pericardium patch. Reportedly, no damages were observed to the cardiac structure or the device during this surgical procedure.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The explanted device was discarded at the facility and not available for an investigation. Thus, no device evaluation was performed. Codes have been updated to reflect the investigation that could be performed with the available information. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. In its section "warnings", the gore® cardioform septal occluder instructions for use (IFU) states: "patients allergic to nickel may suffer an allergic reaction to this device. Certain allergic reactions can be serious; patients should be instructed to notify their physicians immediately if they suspect they are experiencing an allergic reaction such as difficulty breathing or inflammation of the face or throat. Some patients may also develop an allergy to nickel if this device is implanted."